Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the connecting tube tubesets have broken connector tabs. The issue occurred during reprocessing. There were no reports of patient harm. Related patient identifier:(B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The cause of the external stress on the lock lever was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further investigation found that external stress was applied to the connecting tube, which led to breakage of the lock lever of the tube. Subsequently, the tube was unable to be connected .the user may have applied stress toward wrong direction which caused the external stress.